Event description:
The customer reported, that a pt coded toward the end of treatment. The pt care technician was called over as the pt was gasping for breath. The pt was then taken via ambulance to the hosp. The pt had a history of atrial fibrillation, cardiomyopathy, and gi bleed. The pt later expired. The center director did not suspect the machine.

Manufacturer narrative:
No machine malfunction was identified to have caused or contributed to the reported event. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.